Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their blood glucose readings are not linking to the insulin pump. Customer also stated that they are experiencing unexpected high blood glucose readings due to the insulin pump not working correctly. Customer's current blood glucose reading is 478 mg/dl and declined any troubleshooting. No further information reported.